Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient received inappropriate shocks due to t-wave oversensing. The shocks were noted to have occurred in different vectors on two separate occasions. A boston scientific technical services consultant documented the observations and discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient received inappropriate shocks due to t-wave oversensing. The shocks were noted to have occurred in different vectors on two separate occasions. A boston scientific technical services consultant documented the observations and discussed programming options. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. This electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.